Event description:
An ophthalmic surgeon reported that during two procedures irrigation was leaking from the valved trocar cannula when introduced in the eye. The surgery was continued without changing product with no impact to the patients.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to acceptance criteria. The root cause cannot be determined. (B)(4).